Event description:
It was reported that an implant broke upon insertion. This occurred during the last few taps of a mallet. An approximate 2 mm piece broke off, fragment was retrieved via forceps. The remainder of the implant remained in the bone. Bone preparation was done using a pushlock drill from (B)(4). Procedure was a shoulder labral reconstruction. Bone quality is hard.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Typically this type of event is caused by preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, and impacting the driver before the laser line is flush with the surface of the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by facility.